Event description:
It was reported that there was noise on the programmer's electrograms. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of noise on the electrograms and it was attributed to a loose electrocardiogram connector on the link electronic module (lem) board and the board was therefore replaced and calibrated. Analysis also found that the speed button for the printer did not respond appropriately and the printer circuit board was therefore replaced and that the hinge plate had two missing screws which were therefore replaced and tightened to proper torque. Product ID 229047 software analyzer. (B)(4).